Manufacturer narrative:
The device was returned for evaluation and found that the blade had fractured resulting in the reported event. There was no evidence of any degradation to the blade. Hardness and density testing did not reveal any differences between the broken blade and control sample. Retains from grinding were reviewed and no obvious defects were noted. The supplier reviewed the processes and documentation for the notified lot and found no abnormalities. In addition, the third-party raw material supplier was notified of the complaint and reviewed their relevant process and documentation, and no abnormalities were found. Based on the evaluation results, a specific root cause could not be determined. The observed fracture may have been caused by excessive bending forces. It is not expected that the device would experience excessive force as the blades are used for cutting soft tissue for laparoscopic surgery and this is a single use device. Steris will continue to monitor for similar events to ensure the product performs as expected. No additional issues have been reported.

Event description:
Mat# sp8302, lot # 76722. Mini shear broke during a case today, they were able to retrieve the broken piece and is taped to the mini shear to be sent in. No further information is not available.

Manufacturer narrative:
Pr # (B)(4). 28aug2023 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent. H3 other text : see h10.

Event description:
Mat# sp8302, lot # 76722. Mini shear broke during a case today, they were able to retrieve the broken piece and is taped to the mini shear to be sent in. No further information is not available.